Event description:
A customer contacted beckman coulter inc. (Bci) regarding imprecise unconjugated estriol results for one patient generated by the unicel dxl 600 access immunoassay system that were outside of the stated precision claims for the assay. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The customer analyzes patient samples from 13x75mm plastic aliquot tubes. All other testing (qc, calibrations and correlations) was done from 0.5ml sample cups. Qc has been within the customer's established ranges. Bci cts offered to set up a service visit but the customer declined the offer. A preventive maintenance (pm) was performed on this instrument on (B)(4) 2011.